Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. The patient experienced myopotential oversesning which could be reproduced with the left arm across the chest. The right ventricular lead exhibited low r-wave amplitudes. The device was reprogrammed which resolved the issue. The patient was in stable condition.